Event description:
It was reported by the customer that a pyxis medbank system had bio ID not working. The customer mentioned that the malfunction occurred during dispensing a medication and there was no delay occurred. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the fingerprint not recognized. A technical support specialist resolved the issue by resetting the fingerprint and pin of the user. The system functioned as intended after the technical support specialist troubleshot the device.